Event description:
After obtaining the blood sample, the needle guard fell off of the needle device and the phlebotomist got stuck. When she arrived back in the lab, she re-demonstrated the problem to her manager with a clean needle.